Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a no disposable clamp tubing alarm occurred. The patient was advised to turn the pump off and back on and start the pump. The issue persisted, thus the pump will be replaced. No patient injury was reported.